Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the power adapter of the patient's transmitter started to burn with sparks coming out of it. The transmitter and cell adapter will be replaced.